Event description:
The customer reported that three employees suffered carpel tunnel injuries due to removing air from refrigerated whole blood bags during routine blood lab processing. The pt info is unavailable at this time. The two other reference employees are found on reports; 1722028-2012-00277, 00278. The customer stated that the employees involved have all had ergonomic evaluations and based on the eval their injuries are directly attributed to the processing of refrigerated blood units. Two of the employees have had surgery, and the third employee is wearing a brace. All three employees are on work restriction and are not allowed to process whole blood.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.